Manufacturer narrative:
Unit received with constant motion sensor test failure alarm during rewind due to motor encoder out of phase. Unable to confirm motor position encoder error alarm, motor error alarm, delivery anomaly and perform functional test including displacement test, basic occlusion, prime, and excessive no delivery alarm test due to constant motion sensor test failure alarm during rewind. Unit received with cracked case on display window corners, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 22 mg/dl at the time of the incident. The customer was at 527 to over 600 mg/dl at the time of the call, which was treated for with manual injections. The customer was given liquid glucose and glucagon to treat the low. The customer experienced symptoms such as vomiting and incoherence. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the cause of the low was known. Customer went through a magnetic resonance imaging machine while wearing the pump and it started alarming motor error and motor position encoder error. The customer did not put back the pump after the motor error but when the alarm occurred they had about 200 units of insulin in the reservoir, and when the paramedics arrived, only a little over 100 units were in the reservoir. The insulin pump will be returned for analysis.